Manufacturer narrative:
The sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no damage was observed on the sensor patch. Data was extracted using approved software and the sensor was found to be in sensor state 5 (indication normal state). A visual inspection was performed and no failure modes were observed on the returned sensor plug assembly. The sensor was activated with the returned reader and a linearity test was performed. A low glucose alarm was successfully activated. Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. A graph of glucose values was analyzed and verified all alarms presented were for glucose values outside of the threshold range. As a result, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Caller reported the low glucose alarm did not sound and customer experienced seizure and a "hypoglycemia coma". Customer was treated orally with dextrose by a third party and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Caller reported the low glucose alarm did not sound and customer experienced seizure and a "hypoglycemia coma". Customer was treated orally with dextrose by a third party and no further treatment was reported. There was no report of death or permanent injury associated with this event.